Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all combinations of devices (sk12 and/or sd11) intended to be implanted were reviewed ((B)(4)) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the available information, all hardware was removed in a revision surgery due to non-union. The most likely cause cannot be determined due to the device not being returned, nor could any information be obtained from the surgeon. However, since no deficiencies or failures have been alleged/found with the device, it is possible that the non-union is patient related. The device is intended for fusion and non-union is a known potential adverse event identified in the instructions for use, (B)(4) provided with the sterile kit. The company will supplement this MDR as necessary and appropriate.

Event description:
After an original bunion surgery was completed on (B)(6) 2017 all hardware was removed in a revision surgery approximately around (B)(6) 2017 due to non-union. Upon hardware removal, no failure was found with any tmc hardware. The patient was revised with non-tmc hardware.